Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There were contact marks on the probe and jaw with the worn pad. The ptfe pad of the subject device was severely worn. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. This type of the pad damage is most likely related to the operator's technique. Based on the evaluation results and the similar cases in the past, the ptfe pad might be worn since the subject device was activated on seal & cut mode while the user grasped nothing. The seal & cut short circuit error might occur since the user activated the subject device while the probe contacted with the jaw which had a worn pad. The instruction manual of the device has already warned as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a hepatectomy, the seal & cut short circuit error occurred and the ptfe pad of the subject device was worn. The intended procedure was completed with another device. No patient injury was reported. On (B)(6) 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad of the subject device was severely worn.